Event description:
It was reported that, during routine follow up, the pump of this inflatable penile prosthesis (ipp) did not function. A revision procedure was performed and, during the procedure, it was noted that the system was broken at the quick connect component. No fluid loss was identified. The entire device was explanted and replaced with a new ipp. There were no patient complications reported.

Manufacturer narrative:
The device was disposed of; therefore, no physical or visual analysis of the product could be performed. The reported device allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.